Event description:
A report was rec'd that the pt would undergo a lead revision due to the lead placement causing discomfort. During the procedure the physician cut through the lead when making the initial incision so the lead was explanted and a new lead implanted. The pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.